Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial #(B)(4) , implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a return of symptoms. The patient felt her pump was "not on." The patient missed a refill and the pump became empty on (B)(6) 2015. The patient didn't hear any alarms but said that she's older and gets care at home. The caregiver didn't hear the alarm. The patient did not have withdrawal symptoms but did have an increase in pain and had difficulty sleeping because of the pain. The plan was to fill it with saline as they do not have drug right now. The pump was delivering bupivacaine and morphine. Intervention and outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.